Event description:
It was reported that a homecare pt experienced difficulties with deflating the cuff on two (2) size 6 lpc devices. This was detected by the attending homecare nurse after each of the devices were in use approx. One(1) day. There were no reported pt injuries associated with the reported experiences. Only one(1) of the involved 6 lpc devices were reported as available to be returned for testing and evaluation. As of this date, the involved device has not been received by the MFR.